Event description:
Admitted with dvt (B)(6) 2010 placement of trapease inferior vena cava filter on (B)(6) 2010, chest pain on (B)(6) 2010 - massive bilateral pulmonary emboli and migrated trapease filter noted in pulmonary outflow tract to operating room for surgical removal of migrated trapease filter. Dates of use: (B)(6) /2010 - (B)(6) 2010. Diagnosis or reason for use: dvt.